Event description:
Patient had 5 sensors malfunction when attempting to use dexcom g7 device in his upper arm. Patient received a sensor indicator alert on his phone for the first. He replaced the sensor & immediately given a prompt that sensor failed. The second device had no filament/wire sticking out for attaching. The third produced a sensor indicator alert after 20 mins, as well as the fourth. All of the sensors had issues with the filament/wire attachment. Patient spoke with dexcom rep who said they would issue a voucher for a replacement sensor so he could go to the local pharmacy and pick out up.